Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had inadequate pain relief. X-ray showed lead migration. Surgeon explanted old system and implanted a new one. Issue was resolved.